Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level as the customer had not delivered a food bolus after breakfast. The high bg was addressed with a correction bolus. No additional information was provided regarding the event.